Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced trouble while removing the introducer needle after cannula was inserted into body. On (B)(6) 2024 the issue occurred with one infusion set. No further information was available.